Event description:
Affiliate reported that the valve has not been able to program since the summer of 2006. As a result, the shunt was revised. It was also reported that the device functioned both distally and proximally. It does not appear that the shunt shows signs of dysfunction. However, when inspecting the valve you could see that the adjusting wheel is loose within the valve, probably causing the dysfunction.

Manufacturer narrative:
It has been communicated by the affiliate that the device is available for eval. This report is also being filed late, as a result that the representative is new to the position and did not recognize this as a reportable event, when she was first notified. This individual has been advised of the reporting requirements in detail and has acknowledged her understanding of the requirements going forward. Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices, which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further info regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.